Event description:
The pt reported that she has an infection of her interstim device. Further info is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.